Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 was failed to open. A field service engineer reported that a broken slide bracket was identified as the cause of the issue. The fse replaced the slide bracket with a spare part, confirmed that the drawer was opening correctly, successfully completed the hardware test application test, verified access to drawer 4.2 through the application using the inventory function, and confirmed that no further failures were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 failed in 2s location. Drawer was sticked and not slide out as normal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.